Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿inappropriate operation during dialysis¿ (no further detail was provided). Treatment for the event was unknown. On an unreported date, the patient was recovered from the peritonitis. No further information was provided regarding whether the patient was hospitalized for the event and it was dianeal therapy was ongoing. No additional information is available.